Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all servers were down and not communicating. A technical support specialist (tss) confirmed that the customer experienced a power issue the previous night, which was resolved by hospital information technology and users were able to log in and remove medications for patients. Later, a nurse reported a warning icon on the stations. Tss dialed into the carefusion coordination engine and es server again and confirmed message flow. Tss found several es services, including data synchronization, not running and started them. The services were set to auto-delayed startup, although they were configured as automatic. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user mentioned stations were not communicating and device screen displayed disconnected mode error notice, all the servers were shown as offline. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.